Manufacturer narrative:
The device was returned to the regional repair center for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited damaged of the fiber bonding in the outer tube area (distal end), broken video cable, and displayed stripes in the image. There was no patient involvement.